Manufacturer narrative:
Result: missing screw on the brake cam assembly.

Event description:
It was reported by service report that the brakes would not set. It is unk if there was pt involvement, however, no adverse consequences are reported.